Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was undersensing intermittently due to previous programming changes to decrease sensitivity. These changes had been made because of post sensed t-wave oversensing. The physician will monitor the device. No further issues were reported.